Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter at an unspecified location of a large volume infusor tubing. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from august 20, 2021 - august 21, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye and under the microscope and showed no evidence of particulate matter either inside or outside of the tubing line. The tubing line was found to be in normal condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.